Event description:
Pt was undergoing arthroscopic rotator cuff repair and during the procedure, as the surgeon was tensioning the cuff the anchor buckled and broke and delay in the procedure of more than thirty minutes was reported. Dates of use: (B)(6)2010. Diagnosis or reason for use: torn rotator cuff. Event abated after use: yes.